Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished lot device number, and no non-conformances were identified. Additional information was requested, and the following was obtained: could you please provide more details for "he felt the metal part of stapler little bit wobble"? When the surgeon was advancing the gun within the tissue, the top side of the jaw channel fell unsturdy. Could you please clarify if the pan/metal piece of cartridge separates from the reload? No, the whole reload, both the metal and colored plastic part came away from the gun channel. Please provide a picture (if available) there is no picture of the product available, unfortunately.

Event description:
It was reported that during an unknown procedure, we used the same stapler closing & firing four times went well but fifth time surgeon was closing the stapler the reload came out from the stapler. The stapler & reload were removed from the abdomen & we use the same stapler & reload again worked well. We used same stapler again for two more time worked well. Surgeon said when he closing the stapler he felt the metal part of stapler little bit wobble.